Event description:
The customer observed a leak coming from the total protein reagent tubing of a synchon cx delta clinical system. The leaked liquid was total protein reagent which was contained to the module drip tray. The volume of the leak was unknown. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a lab coat, eyewear and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No erroneous results were generated in conjunction with this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer determined that reagent tube fifty two had separated from the flag connector at the total protein module. The fse made a temporary repair to the line until a replacement part could be issued to the customer. The instrument was returned into operation after completion of repairs. The cause of the event was line fifty two disconnected from the flag connector, resulting in leakage of total protein reagent. No discrepant results were generated during this event however there is a potential for erroneous results associated with this failure mode upon recur. (B)(4).